Event description:
It was reported that the patient presented to the clinic for a follow up. During analysis of the transmission, it was noted that the implantable cardiac monitor (icm) was undersensing and the icm had incorrectly showed loss of contact as a pause episode. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.